Manufacturer narrative:
Concomitant medical product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported patient had an ins battery implanted with 565 surgical leads on (B)(6) 2018. The patient complained of pocket pain after surgery and then later said he felt like it was shocking him. The patient complained of back pain and shocking sensation in the back. The patient spent a day and half in ER and no relief from pain. Impedance checks done on implant date and explant date were normal. Battery was never turned on and report showed zero usage. The device was explanted (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
The returned device with serial number (B)(4) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 97792, product type: accessory; product ID: 97792, product type: accessory. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.